Manufacturer narrative:
Device is a combination product. (B)(6). Date of event: used the first day of the month of the aware date since event date not provided.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in mildly tortuous and moderately or severely calcified left anterior descending artery. A 38 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when the device was removed, the end of the stent was found to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.